Manufacturer narrative:
The advocate did not provide the meter serial number. It's not possible to determine the manufacture date without the serial number. Bayer customer service responded to the advocate's email, but there has been no response.

Event description:
The advocate sent an email to bayer customer service alleging her daughter's contour usb meter read 32 mg/dl, while another meter read 132 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer service responded to the email, but there has been no response from the advocate. No product will be returned.